Event description:
On (B)(6) 2025, the user reported difficulty seeing insulin drops during a supply change. With support guidance, the user performed a new supply change using fresh components, confirmed successful insulin delivery, and reported no impact to blood glucose or need for medical care.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.